Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. PMA/510(k)- k926214. (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Reproductive testing was performed, and a guidewire was withdrawn from a metal needle. As a result, the urethane outer layer of the guidewire was peeled off. The cross-section surface of the urethane was smooth as if it had been cut with a blade, and exposed core wire was observed. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record of the shipping inspection record. IFU states: do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is likely that the actual guidewire was exposed to a pulling load in the withdrawal direction while its urethane coating was in contact with the metal needle, resulting in the peeling of urethane outer layer. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved radifocus guidewire m was used during the ptcd, and the urethane outer layer was peeled off and a fragment was left in the patient. The patient has not been seriously impacted. The procedure outcome was not reported.